Manufacturer narrative:
The cot was examined and found to be operating according to specification.

Event description:
It was reported that when unloading from the ambulance, the cot dropped down approximately 12 inches. No adverse consequence alleged.